Manufacturer narrative:
H10: the device was not received for evaluation; however, the device was evaluated on site by a non-baxter technician (hospital engineer). The technician confirmed the patient¿s pre, post and dry weights weight. The technician also confirmed the unit was ¿defective¿ and they replaced the ultrafiltration unit. The device was not returned; therefore, no further testing could be performed, and the cause of the condition could not be determined. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a reverse ultrafiltration event occurred on an ak 96 machine. At the start of hemodialysis therapy, the patient¿s weight was 63.4kg. Therapy lasted approximately four (4) hours. Blood was returned and the patient¿s final weight was 58.5kg. The ultrafiltration was 900ml more than the setting. There was no report of patient injury or medical intervention associated with this event. No additional information is available.